Event description:
It was reported that during a ptca procedure, deflation difficulties were encountered. The target lesion was located in the distal left anterior descending (lad) coronary artery. After inflation to unknown atms, the maverick2 monorail balloon would not deflate. It is unknown, how many times the maverick2 monorail balloon was inflated, however, the complainant indicated that the maximum pressure was 10 atms. The physician then dilated the balloon above rated burst (atms unknown) to rupture the balloon for removal. Patient is reported to be "recovering well" with no adverse events.

Manufacturer narrative:
The device has not been returned for analysis as of this date.